Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a product investigation. The following sections of this report has been updated: update to b4, g3, g6, h2, h6, h10. The product was not returned; therefore, a no product return investigation was completed. As a device was not returned, visual inspection, functional testing, and dimensional testing were unable to be done. Imagery was reviewed and it is not relevant to the complaint event. Review of the work orders above did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. A technical summary written by edwards applies to this event, therefore an engineering evaluation is not required. The complaint was confirmed based on medical records. A review of the DHR revealed no indication that a manufacturing non-conformance contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. An existing technical summary written by edwards lifesciences documents the root cause analysis on valve calcification over the time in patient. Per the document, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Edwards' thv valves undergo thermafix tissue processing, which is a heat treatment process used to reduce calcification variability and lower calcification levels in comparison to xenologix process. Clinical results of thv implantation show similar mortality and significantly lower svd rate compared with surgical aortic valve replacement after 6 years of functioning. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent calcification from occurring in bioprosthetic valves. Furthermore, evaluation of reported did not confirm any manufacturing non-conformances and identified that the proper manufacturing mitigations have been implemented. Additionally, per technical summary, no evidence of a product non-conformance or device malfunction were found in any of the valves returned for these complaints. As reported, 'approximately 2 years, 9 months and 15 days post-implant of a 29 mm sapien 3 valve in the aortic position, the 29 mm sapien 3 valve required intervention and an inspiris resilia valve was implanted. After a review of medical records, the explant was done due to "severe stenosis of bioprosthetic tavr". Explant of tavr with avr 27mm inspiris resilia, biatrial maze on cardiopulmonary bypass. On visual exam during explant, "tavr valve had severe calcification of the valve cusps which were immobile.'' Additionally, from medical record, patient had history of diabetes and hyperlipidemia, which are known factors that increases the risk of tissue calcification. As such available information suggests that patient factors (diabetes, hyperlipidemia) may have contributed to the reported complaint event. The technical summary is applicable to this complaint because valve calcification was contributed by patient conditions. No device or labeling problem was identified during the evaluation. Therefore, no further escalation (CAPA/scar/pra) is required. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation is not required. Since no edwards defects were identified, no corrective or preventative actions are required. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Investigation is ongoing. Device not returned.

Event description:
As reported to the implant patient registry (ipr), approximately 2 years, 9 months and 15 days post-implant of a 29 mm sapien 3 valve in the aortic position, the 29 mm sapien 3 valve required intervention and an inspiris resilia valve was implanted. The reason for explant is unknown at this time.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information from medical records received. Investigation is ongoing as it will be updated per the medical records received.

Event description:
As reported to the implant patient registry (ipr), approximately 2 years, 9 months and 15 days post-implant of a 29 mm sapien 3 valve in the aortic position, the 29 mm sapien 3 valve required intervention and an inspiris resilia valve was implanted. After a review of medical records, the explant was performed due to severe stenosis of the bioprosthetic valve. Explant with surgical aortic valve replacement using a 27mm inspiris resilia, biatrial maze on cardiopulmonary bypass was perfomed. On visual exam during the explant it was stated, "tavr valve had severe calcification of the valve cusps which were immobile'.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a product investigation. Per the instructions for use (IFU), non-emergent reoperation, emergency cardiac surgery, reoperation, device migration or malposition requiring intervention and device explant are listed as potential risks associated with the device and transcatheter valve replacement procedure. The IFU cautions that long-term durability has not been established for the valve. Regular medical follow-up is advised to evaluate valve performance. Accelerated deterioration of the valve due to calcific degeneration may occur in children, adolescents, or young adults and in patients with an altered calcium metabolism. Valve recipients should be maintained on anticoagulant/antiplatelet therapy, except when contraindicated, as determined by their physician. This device has not been tested for use without anticoagulation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Valve reintervention may be due to valve dysfunction (e.g., severe or clinically significant paravalvular leak, central leak, significant malposition, early/late endocarditis, thrombosis, structural valve deterioration or degeneration) and/or other reasons unrelated to the edwards devices (e.g., treatment of other patient comorbidities). During the manufacturing process, all sapien valves (all models) are 100% visually inspected for defects and 100% tested under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. In this case, despite multiple investigational attempts, it was not possible to obtain additional details regarding this event. Due to limited information, a definitive root cause was unable to be determined at this time. At the time of this report, the information available does not reasonably suggest there was a malfunction of the edwards device or that the use or miss-use of the device caused or contributed to the event. There is no allegation of deficiencies related to the identity, quality, durability, reliability, safety, labeling effectiveness, or performance of this edward device. Should additional information become available, the information will be reviewed, and the file updated accordingly. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.